Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date is estimated. (B)(4).

Event description:
It was reported that during an unrelated procedure on (B)(6) 2022, the physician noted that the lead had broken off inside the patient. It was decided to leave the piece of sheath in place at this time. Event was reported under medwatch (B)(4).